Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set needle not retracting event on 19-nov-2024. No further information.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.